Manufacturer narrative:
Return requested. Replacement spinous process tall clamp shipped to site (B)(6) 2016. Medtronic investigation of returned suspect spinous process tall clamp finds that the retainer ring has been pulled from the tip of the attachment screw and is missing, as a result, the screw cannot be used to open the spine clamp. The retainer ring separates when the attachment screw has been turned further than the design will allow to open the spine clamp. Pieces missing - failure: physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(6) 2017 a medtronic representative, following-up at the site, confirmed the issue occurred during a procedure and it was reported that the clamp was difficult to open for removal.

Event description:
A medtronic representative received a report from a site that they have a damaged spinous process clamp tall. The damaged occurred while in a procedure. No further details regarding this damage, or specifically when or how it occurred, were provided. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Patient demographics provided. Additionally, the reported issue occurred following completion of the procedure when removing the clamp from the spinous process.